Event description:
It was reported to tyco/kendall healthcare on 2006 that a customer had a problem with the kendall dual lumen PICC catheter. The customer stated that "the dual lumen PICC punctured through the vein".